Manufacturer narrative:
The reported events of an impedance issue and a damaged electrode were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections found no anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited high pacing impedance and was eventually found to be damaged while maneuvering. The right ventricular lead was not used and replaced. The patient experiences no consequences.